Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited increased capture threshold and oversensing of atrial signal. A chest x-ray was performed and found that their rv lead and right atrial (ra) lead were both dislodged, tangled, and twisted due to the patient twiddling with their implantable cardioverter defibrillator (ICD). Programming changes were made to disable high voltage therapies on the rv lead. The ICD, ra, and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and unacceptable threshold. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood and tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.